Event description:
It was reported that a user transitioning from u100 to u200 insulin requested and performed an ilet factory reset and changed to a 6 mm, 23 inch steel cannula after receiving setup education, with a recorded blood glucose of 190 mg/dl and no signs or symptoms observed. Symptoms included hyperglycemia. Outcomes included no hospitalization and no long-term impact reported. Investigation included user education on setup and supply change, along with collection of a blood glucose questionnaire. Investigation of this case revealed no device malfunction reported and no device component failure identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.